Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had an infection at the battery site in flank and a symptom of puss was noted. The physician believed that the infection was not device related but was due to the patients wound care. The patient was prescribed with antibiotics and underwent an explant procedure. The explanted device was discarded. The patient was doing well postoperatively.